Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1, pocket b2 was broken. A field service engineer instructed the customer, who was able to release the broken cubie and recover the failed storage space, then remotely accessed the unit via remote support service (rss) and confirmed that no failed icon was displayed on the screen and that there was no failed storage space requiring recovery. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer pocket was broken and required replacement because the drawer could not be closed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.